Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent altitude alarms occurred. The customer's blood glucose level was 104 mg/dl. Reportedly, the customer had interacted with the pump within the 12 hour time frame. Multiple attempts were made by tandem technical support to complete troubleshooting, however no response was received from the customer.